Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the patient line extension set and the homechoice cassette. This occurred during drain five of five of peritoneal dialysis therapy and the patient was connected at the time of the event. There was nothing found during troubleshooting that could cause or contribute to the event. The technical services representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.